Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. In addition, it was reported that pump shut down unexpected and when it powered back on, the pump time and date were inaccurate. The customer's blood glucose level was 103 mg/dl. Reportedly, the customer corrected the time and date and continued using the pump for insulin therapy.